Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited noise which resulted in oversensing and pacing inhibition. A technical service (ts) consultant reviewed device data, advising to perform rv lead integrity testing. Ts advised that the rv pacing impedance has been increasing, but not out of range. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.